Event description:
Customer reporting false negative sars results on 1 patient tested 3 times (each result will be reported separately). Customer communicated the result was confirmed negative by pcr. Symptomatic status of patient is unknown. Report 2 of 3.

Manufacturer narrative:
A quidel representative was sent onsite to perform troubleshooting. During the onsite visit a heating block temperature issue and a potential contamination source in the transfer pipettes storage was identified and corrected. Since the site visit no further issues have occurred and customer feels issue is resolved. Root cause: unable to determine / possible equipment failure or contamination source: phone.